Manufacturer narrative:
One opened probe was received, with a tip protector and the broken needle in a bag, for the report. The sample was visually inspected and found to be nonconforming with the probe needle completely broken off at the stiffener, and orange/brown foreign material on the port face and welded cap. The degree of wear could not be determined as the inner cutter cannot be removed from the needle. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification device tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a broken needle. How and when the broken probe needle occurred cannot be determined from this evaluation; therefore, the exact cause of the broken probe needle cannot be determined from the evaluation performed. The exact root cause of the broken probe needle could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that tip of the cutter was broken before the vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.